Event description:
It was reported that with the patient¿s first implantable neurostimulator (ins), the patient experienced toe curling and shocking. It was stated that the patient experienced shocking 6 months after the manufacturer representative mentioned that ¿something must be broken.¿ the ins was replaced in 2012.

Manufacturer narrative:
Product ID 3889-28, lot# v141293, implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received from the consumer reported they had horrible pain when the device was placed. It was further reported the consumer¿s first implant broke so they had to have it replaced.